Event description:
It was reported that during a thyroid procedure, the teflon pad had shavings coming off during activation. They stopped at that point and did the traditional suturing to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned on good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.